Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital, on (B)(6) 2017. The customer was hospitalized before passing. The caller stated that they believe the cause of death had something to do with diabetes, but do not know for sure because the customer had other, more personal health problems. The caller stated that the customer had kidney issues. The caller did not know the customer's exact blood glucose at the time of passing, but they knew that it was good. The customer was wearing the insulin pump at the time of death. The customer was using sensors, however, the caller was not sure whether the customer was wearing a sensor at the time of death or not. The caller declined returning the insulin pump for analysis.